Event description:
In 2007, the lay patient contacted lifescan (lfs) another country alleging that her one touch ultra 2 meter displayed the battery indicator. The medical affairs specialist (mas) sent follow up questions to lfs. Lfs another country left a message for the patient. The complaint was classified on six days later, based on the lfs canada customer service rep's (csr) documentation. The patient said the reported meter stopped working 3 to 4 weeks ago and she felt hypoglycemic " a couple of weeks ago". The patient was unable to remember the date of the event precisely. The patient described her symptoms at the time of concern as being very dizzy, unable to walk well, buckling at the knees, and in danger of falling. The patient said she treated herself with sugar packets. However, later that day, her son called ems because the patient was incoherent and could not get out of bed. A result of 2.8 mmol/l was obtained on the paramedic's meter and the patient was treated with a glucagon injection. No info was provided regarding the patient's diabetes treatment regimen, medications, or actions taken prior to experiencing symptoms. The csr noted that the patient changed the meter battery per the owner's manual and the meter did not suffer trauma. The meter and test strips were replaced. The complaint is reported because the patient alleges that she was unable to obtain a reading on the lfs product and later experienced symptoms and a hypoglycemic reading on a paramedic's meter. The patient claims she was treated with a glucagon injection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.